Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the implant procedure, the stylet could not be removed from the left ventricular (lv) lead. The physician believed the stylet could not be removed due to a malfunction of the lv lead. As the lead had acceptable measurements, the physician elected to cut the stylet and leave the lv lead implanted with a portion of the stylet remaining in the lumen of the lead. The patient was in stable condition.